Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) patch on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2019) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh using echo ps (device #2). Updated fields: a2, b2, b3, b4, b5, b7,d3, d4 (catalog no, lot no, expiry date, UDI), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) patch on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: 25-sep-2020 - patient was diagnosed with incisional hernia at right upper quadrant thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, "the hernia was identified lateral to rectus. The fascia was closed and a bard flat mesh (device #1) was placed and sutured." (B)(6) 2021 - patient was incisional hernia without obstruction and adhesions thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #2). Per operative notes, "a palpable region of fascial weakness in right upper quadrant was noted. A ventralight st mesh using echo ps(device #2) was placed and tacked." (Note: there was no mention/visualization of the previously placed bard flat mesh (device #1) during this procedure) (B)(6) 2022 - patient was diagnosed with recurrent ventral incisional hernia at right upper quadrant and scar tissue thereby underwent open repair with the implant of phasix st mesh (device #3). Per operative notes, "the edge of a previous mesh (device #2) repair was seen. The hernia was just inferior edge of this. A phasix st mesh (device #3) was sutured."